Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited two instances of high, out of range pacing impedances of > 2000 ohms. The patient had recently undergone a pulse generator (pg) change out to a competitor's device. Two episodes of oversensing were also seen. The oversensing caused inhibition of pacing of a single cycle. Noise and high impedances were not able to be reproduced with isometrics or pocket manipulation. Technical services suggested taking an x-ray to evaluate lead integrity and pg-lead connection. Subsequent information from the local field representative (fr) indicated that the patient was brought into the clinic for a follow up where it was determined that the pg was oversensing the patient's t waves. The pg was reprogrammed to mitigate the observed oversensing. In regards to the out of range pacing impedances, the fr stated that the patient would be monitored via the competitor's remote monitoring system. No adverse patient effects were reported.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Manufacturer narrative:
Journal citation: ellenbogen, k. A., b. D. Gunderson, et al. (2013). "Performance of ICD lead integrity alert to assist in the clinical diagnosis of ICD lead failures: analysis of different ICD leads." Circ arrhythm electrophysiol: epub before print. Individual complaint records were created for each observation as needed and reports filed as required.

Event description:
Recently a journal article was reviewed, and additional information was obtained that indicated a performance issue consistent with what was previously reported, but a slightly eariler date of the event was provided. In addition, it was indicated that the lead was replaced; however, it was not reported if it was explanted or abandoned.